Manufacturer narrative:
As of 10/06/2023 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 08/30/2023, the consumer states that the bandages caused her a bad rash. The consumer returned the customer information request (cir) on (B)(6) 2023 reporting that she went to her primary doctor. In addition, the consumer confirmed that the issue was with the pad and the tape area.